Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having loss of stimulation due to lead migration. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.